Event description:
Endurant, endurant ii, talent and non mdt stent grafts were implanted in patients in the endovascular treatment of infra-renal abdominal aortic aneurysms on unknown dates. The following malfunctions were reported; type ia endoleak, migration the following serious injury was reported; intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; morphologic changes and clinical consequences of wide aaa necks treated with 34-36mm proximal diameter evar devices. J. Oliveira-pinto et al. Angiologia e cirguria vascular vol 6,no 2. 2020 https://doi.org/10.48750/acv.297. If information is provided in the future, a supplemental report will be issued.